Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing not delivered when required. Lead exhibited noise causing a delay in pacing so the lead was capped. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).